Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 438 mg/dl. The customer stated that she received messages to check her blood glucose because the alarm kept going off. The customer treated the high blood glucose with a manual injection. The customer stated that she kept receiving repeated meter blood glucose now alarm. The customer was educated on proper calibration process and to wait 1.5 to 2 hours from now to check her blood glucose before calibrating due to manual injection. The customer was advised to call back anytime.